Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation. Investigation revealed no non-conformity; therefore no nc was initiated. Referring to the event description intra-operatively during the nail implantation a bottoming out of the distal end of the nail through the ventral cortex occurred, therefore an additional plate osteosynthesis and fixator was performed. An x-ray which showed the bottoming out was not provided. On the x-rays no product damage (nail and accessories) observed. The nail was still implanted. Thus, it was concluded that the event was not caused by a deficiency of the device. The cause of the event could not be determined exactly but it was suggested that the bottoming out rather occurred due to a sub-optimal intra-operative procedure. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device ¿ neither did the review of provided x-rays. With available information the event was not caused by any deficiency of the device(s).

Event description:
It is a (B)(6) clinical study. Intraoperatively during the nail implantation a bottoming out of the distal end of the nail through the ventral cortec occured, therefore an additional plate osteosynthesis and fixator was performed in the same internal session.

Event description:
It is a (B)(6) clinical study. Intraoperatively during the nail implantation a bottoming out of the distal end of the nail through the ventral cortex occured, therefore an additional plate osteosynthesis and fixator was performed in the same internal session.